Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks due to t-wave oversensing. The device was reprogrammed from alternate to primary vector. Three months later, inappropriate shocks were delivered again due to t-wave oversensing, noise and small amplitude measurements. A revision procedure was performed and visual inspection of the electrode identified damage to the shocking conductor. The electrode was explanted and replaced. The subcutaneous implantable cardioverter defibrillator was also explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that in addition to the previously reported clinical observations which resulted in the explant of this device, the battery was suspected to be depleting prematurely. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.